Event description:
A malfunction alarm was reported with a malfunction code displayed as "malf 0," which was non-resettable, and the fault ID was available. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who agreed to switch to multiple daily injections as a backup therapy. The customer was instructed on storing the problematic pump and returning it to tandem within ten days using a provided return box and prepaid label. Additionally, the customer was informed that the replacement pump would have updated software.